Manufacturer narrative:
The procedure was stopped and the patient was not able to have all the tissue that was intended to be removed, removed. The customer was using a grounding pad when using the 22-a952. The customer was using the handpiece with multiple types of electrodes with unknown part numbers (loop electrodes and ball electrodes) at 35-40 watts coagulation setting. Customer was offered RMA and shipping label to return the 22-a952 for further review and testing on product was received through the repair facility and repair was completed on (B)(6) 2023 "issue not confirmed for turned off during use. The unit did not turn off or have any issues during arc testing or burn-in performed in repair. Outputs were monitored during burn-in with no issue or shutdowns found. The unit was tested at 90v, 120v and 264v." Complaint could not be confirmed at this time. True root cause is unable to be determined with accuracy at this time. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional informaiton pertinent to the investigation, a subsequent follow up report will be submitted.

Manufacturer narrative:
The unit has been received at the repair facility. A DHR review was completed for product 22-a952 with serial number (B)(6) and 22-a942 with serial number (B)(6). There were no noted nonconformities during manufacturing and processing of this product and serial numbers. All items were noted as within manufacturing specification from the manufacturer. This is the first complaint of its kind for this part number in review of the last 2.5 years of complaints = low. Once the evaluation is complete, a follow up response will be submitted.

Event description:
The customer alleged that the devices stopped working mid-procedure. When the procedure was interrupted the surgeon was not able to remove all of the tissue that there were attempting to remove. There was no harm to the patient.